Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was discarded.